Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va00a60, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had been experiencing neuropathy in their left foot; the patient first started experiencing the issues with neuropathy two years ago and so they had gone to their healthcare provider (hcp) and had an x-ray. It was determined the patient's leads had been put in too deep and they were hitting a nerve. The patient had stated the neuropathy had gone away until their last reprogramming session with their manufacturer representative (rep) on (B)(6) 2016, after which they had a return of neuropathy. It was noted the rep had been notified of the issue with the lead placement around the (B)(6). The patient mentioned they needed assistance turning their device off because of the neuropathy and they confirmed their implant was off following troubleshooting. The patient was to follow up with their hcp.

Manufacturer narrative:
H.6. Codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient said the healthcare professional told them the lead was not on the right nerve so the healthcare professional needed to redo the lead. Patient they were fully awake during the procedure and could feel the pain and the cutting.

Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot#: va00a60, implanted: on (B)(6) 2012, explanted: on (B)(6) 2017, product type: lead, h.6. Codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.